Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a revision to address pain and discomfort. Revision date is unknown.

Event description:
Litigation alleges that based on the elevated levels of cobalt and chromium in patient's body, patient will likely be required to undergo revision surgery. Litigation papers allege the patient suffered from pain and discomfort in her left hip that became increasingly painful for her to walk, move her legs, or to rise from a seated position.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.